Event description:
It was reported that tandem charging supplies sparked and caught fire. There was no reported impact to the customer¿s blood glucose level. Customer technical support arranged replacement charging supplies. The pump was still functional, and customer was able to charge the pump using an alternate cable.